Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose value was 215 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer stated that they were not able to clear out error messages on insulin pump. Customer stated that they were resetting the insulin pump after reservoir and tubing of insulin pump continues to go back to insulin pump error alarm and insulin pump had power down and they were try to complete a restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Insulin pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No pump error 43 alarms noted during testing.